Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illuminator and the probe cutter could not be inserted smoothly into the trocar valve during an eye surgery during three separate occasions when manipulating. Fluid leakage occurred when removing the probe and illuminator from the trocar valve. There was no patient harm associated with the events. The product samples were discarded.

Manufacturer narrative:
No trocar valve sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown. An internal investigation has been opened to address reports of a similar nature. No probe sample was returned for evaluation for the report of the probe being hard to insert into trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined as a sample was not returned for evaluation. No illuminator sample was returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).